Manufacturer narrative:
Event and therapy date: estimated date. The device was not returned for analysis. A review of the lot history record and complaint history of the reported device could not be conducted, because the lot number was not provided. A conclusive cause for the difficulty and subsequent treatment listed cannot be determined based on the limited information available. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Literature attachment. Article title "endovascular embolization of a lower limb arteriovenous fistula using a vascular plug deployed with a through-and through arteriovenous access".

Event description:
It was reported through a research article identifying a proglide device that was related to the following outcome: after an endovascular embolization of a lower limb arteriovenous fistula, the arterial access was closed using a proglide device and the venous percutaneous access was closed by manual compression. A completion duplex ultrasound scan was performed, and although the absence of pseudoaneurysm or arteriovenous fistula at the percutaneous arterial access level was confirmed; compressive bandages were applied at both access sites. Details are listed in the attached article titled "endovascular embolization of a lower limb arteriovenous fistula using a vascular plug deployed with a through-and through arteriovenous access."